Event description:
It was reported by the affiliate that (1) er320 was used during a laparoscopic hysterectomy procedure. It was reported by the affiliate that after firing, the clip kept opening. Opened another er320 (number 4) to complete the case. No adverse pt outcome.